Event description:
It was reported that the patient is experiencing pain at the ipg site. The physician plans for surgical intervention to revise the ipg site.

Event description:
Additional follow-up confirmed the ipg was replaced on (B)(6) 2019. Patient reported effective therapy postoperatively. The pain at the ipg site has resolved.